Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. There was no report of adverse patient impact or exposure. This leakage event occurred 2 times. The damaged product event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "during blood collection, blood leakage occurred. We then found a cut on the tubing. A similar damage or cut was found in several products."

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. There was no report of adverse patient impact or exposure. This leakage event occurred 2 times. The damaged product event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "during blood collection, blood leakage occurred. We then found a cut on the tubing. A similar damage or cut was found in several products."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 14-mar-2022. H.6. Investigation: bd received 12 samples and 6 photos for investigation. The photos were reviewed and the indicated failure mode for damaged tubing was observed. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination and functional testing and upon completion the indicated failure modes of damaged tubing and leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failures mode of damaged tubing and leakage. Bd has initiated further root cause investigation relating to the issues of damaged tubing and leakage through CAPA#4688284.